Event description:
It was reported that a malfunction alarm occurred due to malfunction code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. Technical support provided the customer with information on resetting the pump and assisted with the reset process, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.